Manufacturer narrative:
The customer performed troubleshooting on the alinity I processing module, serial number (B)(6) and replaced the alnty ci snsr bsl. Replacement of the alnty ci snsr bsl resolved the issue. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of trending data associated with the alnty ci snsr bsl did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer observed false nonreactive alinity I syphilis results generated on the alinity I processing module for four patients. The following data was provided: sid (B)(6) (56 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.12 s/co (nonreactive), this result was released to the physician. Patient had tppa positive. Same sample was retested in alinity ai20112 on (B)(6) 2025 and the result was 1.74 s/co. Patient historical result from (B)(6) 2025 was 1.98 s/co. Sid (B)(6) (36 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.09 s/co (nonreactive). This result was released to the physician. Patient had tppa indetermined. Same sample was retested in alinity ai20112 on (B)(6) 2025 and the result was 5.89 s/co. Patient historical result from (B)(6) 2025 was 5.26 s/co. Sid (B)(6) (47 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.02 s/co (nonreactive). This result was not released to the physician. Patient had tppa positive. Same sample was retested in alinity ai20112 on (B)(6) 2025 and the result was 14.10 s/co. Patient historical result from (B)(6) 2025 was 13.72 s/co. Sid (B)(6) (44 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.05 s/co (nonreactive). This result was not released to the physician. Patient had tppa positive. Same sample was retested in alinity ai20112 on (B)(6) 2025 and the result was 17.95 s/co. Patient historical result from (B)(6) 2025 was 24.69 s/co. No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I syphilis results generated on the alinity I processing module for four patients. The following data was provided: sid (B)(6), (56 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.12 s/co (nonreactive), this result was released to the physician. Patient had tppa positive. Same sample was retested in alinity (B)(6) on (B)(6) 2025 and the result was 1.74 s/co. Patient historical result from (B)(6) 2025 was 1.98 s/co. Sid (B)(6), (36 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.09 s/co (nonreactive). This result was released to the physician. Patient had tppa indetermined. Same sample was retested in alinity (b)(60, on (B)(6) 2025 and the result was 5.89 s/co. Patient historical result from (B)(6) 2025 was 5.26 s/co. Sid (B)(6) (47 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.02 s/co (nonreactive). This result was not released to the physician. Patient had tppa positive. Same sample was retested in alinity (B)(6), on (B)(6) 2025 and the result was 14.10 s/co. Patient historical result from (B)(6) 2025 was 13.72 s/co. Sid (B)(6), (44 years old, male) alinity I syphilis result on (B)(6) 2025 was 0.05 s/co (nonreactive). This result was not released to the physician. Patient had tppa positive. Same sample was retested in alinity (B)(6) on (B)(6) 2025 and the result was 17.95 s/co. Patient historical result from (B)(6) 2025 was 24.69 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.